Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available reported. Physical manufacturer name: (B)(4). The healthcare professional reported that during the coil embolization procedure targeting an aneurysm on the internal carotid (ic)-petrous segment (c2), a 7mm x 15cm target® 3d coil (stryker) was used as the framing coil before the complaint coil, a 5mm x 15cm galaxy g3 coil (gly120515 / l15744) was used. It was reported that there was resistance between the complaint coil and the concomitant sl-10® microcatheter (stryker) shortly after the coil was inserted. The resistance became more intense near the target lesion where the coil could no longer be advanced. It was reported that continuous flush had been maintained through the microcatheter. The delivery wire was retracted but the coil had prematurely detached in the microcatheter. The entire coil was removed with the concomitant microcatheter. The physician checked and confirmed that there was no fragment at the distal end of the microcatheter. The procedure was completed without using the complaint coil. There was no blood flow restriction / reduction as a result of the reported event. The reported event did not result in any procedural delay; there was no report of any patient adverse event or complication. It was reported that the sales representative had planned on a hands-on training to the physician on (B)(6) 2020, but the training was postponed due to covid-19 pandemic. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l15744) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided and documented in the complaint file, but without the complaint device available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting an aneurysm on the internal carotid (ic)-petrous segment (c2), a 7mm x 15cm target® 3d coil (stryker) was used as the framing coil before the complaint coil, a 5mm x 15cm galaxy g3 coil (gly120515 / l15744) was used. It was reported that there was resistance between the complaint coil and the concomitant sl-10® microcatheter (stryker) shortly after the coil was inserted. The resistance became more intense near the target lesion where the coil could no longer be advanced. It was reported that continuous flush had been maintained through the microcatheter. The delivery wire was retracted but the coil had prematurely detached in the microcatheter. The entire coil was removed with the concomitant microcatheter. The physician checked and confirmed that there was no fragment at the distal end of the microcatheter. The procedure was completed without using the complaint coil. There was no blood flow restriction / reduction as a result of the reported event. The reported event did not result in any procedural delay; there was no report of any patient adverse event or complication. It was reported that the sales representative had planned on a hands-on training to the physician on (B)(6) 2020, but the training was postponed due to covid-19 pandemic.